Event description:
A pt underwent a discectomy. Adcon was administered and no leaks were identified during the surgery. One week later, the pt presented with a post-operative headache. No further info was available.